Event description:
It was reported that the implant and extensions were explanted on (B)(6) 2025 due to infection. Hcp states patient only has dbs leads left implanted now and they were "cut distally on the extension wire" and are not capped. Hcp inquiring if pt can have MRI. Event date: "maybe about (B)(6) 2025".

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID 3389s-40 (lot: va0neas); product type: 0200-lead; implant date (B)(6) 2014; brand name activa; product ID 3708640 (serial: (B)(6)); product type: 0191-extension; implant date (B)(6) 2014; explant date (B)(6) 2025 brand name activa; product ID 3708640 (serial: (B)(6)); product type: 0191-extension; implant date (B)(6) 2014; explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.